Event description:
The reporter contacted lifescan in august 2005 on behalf of the patient alleging that their one touch ultra meter was prompting an unknown error message. There was no indication the the patient suffered injury or medical intervention. The patient was prescribed additional oral medications: however, no further information was provided. The customer service agent attempted to walk the reporter through troubleshooting and the meter started prompting the clean test area message. The csa replaced the meter and test strips, since the clean area message could not be resolved.